Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra 2 meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2019 on an unspecified time (evening), she reported that she obtained an alleged inaccurately high result of "400mg/dl" on the subject meter on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin (no adjustments) "humalog 10 units per meal and lantus 38 units at night". She stated that she made no change to her usual diabetes management routine in response to the alleged product issue. The patient stated that "right after" the alleged issue began, she developed symptoms of "shaking real bad and sweating". The patient reported that she rushed to ER and obtained a blood glucose result of "98mg/dl", on the ER device, was advised by an hcp to "eat some snacks" and monitored for a further 3 hours. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient was unable/unwilling to perform a have control solution test. The patient detailed that the test strips were stored correctly and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.